Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella 2.5 device for mechanical circulatory support. During impella placement, the pump could not be delivered to the femoral artery due to stenosis. The device was removed, and the patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.